Event description:
Device 2 of 2. Ref MFR report: 1627487-2010-00425. The pt was implanted on (B) (6) 2009 with an scs system. It was reported that the lead was scheduled to be revised later that month because the pt was not getting enough pain coverage. It was reported that during the procedure on (B) (6) 2009 the physician discovered that the lead easily pulled out of the extension. The physician decided to explant and replace both the lead and extension. The devices were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 2 of 2. Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead extension fail continuity testing and channel 3 measures open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.